Event description:
It was reported that the health care provider (hcp) aspirated 2ml from the pump and got bubbles. She then read the pump and noticed there was supposed to be 12ml in the reservoir. The hcp was filling the pump and was only then able to get 15ml in the pump. The device system was used to deliver hydromorphone and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).